Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated and detached struts retained in the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated and detached struts retained in the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one month and five days later, computed tomography (CT) revealed that there has been interval clear of previously described pulmonary emboli and no new emboli were seen. Subsequently eight days later, kidney, ureter and bladder revealed that an inferior vena cava filter in place. It was reported that the patient developed some lower abdominal pain. Approximately two months and eight days later, computed tomography (CT) revealed that there was a duplicated inferior vena cava with an inferior vena cava filter present within the infrarenal right sided inferior vena cava. Approximately nine months and twenty-four days later, abdomen portable 1 view demonstrated that there was an inferior vena cava filter projected to the right of midline at l2. Approximately thirteen years and seven months later, computed tomography (CT) revealed that within the inferior vena cava there was a retrievable type inferior vena caval filter which appeared to be one of the earlier variations of a bard filter. While the tip of the filter appeared to be relatively centered, the more central and longer struts appeared to extend beyond the caval wall each of them by more than 3 mm. The outer and shorter struts did the same. One of the right and shorter struts demonstrated a fracture and appeared to be the right anterior strut although the fragment appeared to be beyond the wall of the cava. One of the central and longer struts in the left posterior lateral aspects extended to the anterior inferior aspect of l3 produced osseous reaction around it. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc) and filter limb detachment.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 04/2007),g4 h11: h6(result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.